Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the DHR (device history record) found that the subject equipment was shipped in accordance with specifications. No abnormalities were found. Based on the results of the investigation , user did not handle equipment in accordance with IFU (instruction for use) for long term storage. It was concluded that the cause of the reported event is that the user did not read the IFU thoroughly, and the process of storing equipment in accordance with IFU was not followed. The event is preventable. As stated on the IFU (instruction for use) the user manual states: preparing the reprocessor for long-term storage when the equipment will be stored for more than 14 days, follow the procedure described in this section. Olympus will continue to monitor complaints for this device.

Event description:
As reported, the user facility has an oer-pro that was stored away for longer than 14 days without being put in long term storage mode. The customer requested to bring it back to operating functionality. There was no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
During a call with tac (technical assistance center) engineer support, customer stated that he spoke directly to the field engineer and was advised to call olympus for a proper dispatch. Tac noted that an fse will be dispatch to disinfect the device lines and troubleshoot any functionality issues. To date, the fse service site visit is not yet finalized. As stated in the IFU(instructions for use) , it states: the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in the manual. If any irregularity is observed, do not use the equipment. The equipment must be repaired prior to next use. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. The following sections were updated: e2, e3, g3, g6, h2, h6 and h10. Further communication of olympus field service manager with the customer conveyed the following information: I spoke to (biomed at the facility) this afternoon. We are going to hold off of performing any service at this time as the customer is still using the steris system and no plan to utilize the oer-pro units. They will contact us when/if they decide to begin using the 2 oers. No further information provided. This report will be supplemented accordingly following investigation.